Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. As no part information was provided, it could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a health professional, who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to a failed total hip arthroplasty secondary to non-healing surgical wound and unspecified mechanical complication.